Manufacturer narrative:
This case was initially received via regulatory authority (food drug administartion, reference number: mw5082788) on 04-dec-2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration') and abdominal pain lower ('extreme cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient I had to cat scans ,sonos,to find source lower and upper gi. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), lansoprazole (lap) and multivitamins, plain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization, disability, medically significant and intervention required), pain ("entire body aches / body aches"), migraine ("chronic migraines"), back pain ("lower back pain"), pyrexia ("fevers"), metrorrhagia ("spotting between periods"), menorrhagia ("when I had period I had excessive bleeding / excessive bleeding during period/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision probs"), nausea ("nausea"), headache ("headaches"), abdominal distension ("bloating") and tooth fracture ("I lost 3 teeth from the devil coil.") And was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, pain, migraine, pyrexia, metrorrhagia, hypersensitivity, psychological trauma, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, visual impairment, weight increased, nausea, headache, hormone level abnormal and abdominal distension outcome was unknown and the back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain, psychological trauma, pyrexia, tooth fracture, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: the seriousness criteria "hospitalization", "disability" and "permanent damage" were mentioned but not specified or assigned to one of the events. Discripancy noted for 1. Date(s) of insertion: (B)(6) 2014. 2.date(s) of removal: (B)(6) 2015. Plaintiff received treatment for fallowing conditions: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), migration, perforation, fatigue, gi conditions, hair loss, vision probs, weight gain, other, nausea, migraines, headaches, hormonal changes, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test (unspecified) conducted showed bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event "I lost 3 teeth from devil coils" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration') and abdominal pain lower ('extreme cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient I had to cat scans ,sonos,to find source lower and upper gi. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), lansoprazole (lap) and multivitamins, plain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization, disability, medically significant and intervention required), pain ("entire body aches / body aches"), migraine ("chronic migraines"), back pain ("lower back pain"), pyrexia ("fevers"), metrorrhagia ("spotting between periods"), menorrhagia ("when I had period I had excessive bleeding / excessive bleeding during period/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision probs"), nausea ("nausea"), headache ("headaches"), abdominal distension ("bloating") and tooth fracture ("I lost 3 teeth from the devil coil.") And was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, pain, migraine, pyrexia, metrorrhagia, hypersensitivity, psychological trauma, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, visual impairment, weight increased, nausea, headache, hormone level abnormal and abdominal distension outcome was unknown and the back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain, psychological trauma, pyrexia, tooth fracture, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: the seriousness criteria "hospitalization", "disability" and "permanent damage" were mentioned but not specified or assigned to one of the events. Discripancy noted for 1) date(s) of insertion: (B)(6) 2014 and (B)(6) 2014. 2) date(s) of removal: (B)(6) 2015 and (B)(6) 2015. Plaintiff received treatment for fallowing conditions: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), migration, perforation, fatigue, gi conditions, hair loss, vision probs, weight gain, other, nausea, migraines, headaches, hormonal changes, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food drug administration, reference number: mw5082788) on 04-dec-2018. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("extreme cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient I had to cat scans, sonos,to find source lower and upper gi. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), lansoprazole (lap) and multivitamins, plain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability, medically significant and intervention required), pain ("entire body aches"), migraine ("chronic migraines"), back pain ("lower back pain"), pyrexia ("fevers"), metrorrhagia ("spotting between periods") and menorrhagia ("when I had period I had excessive bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, pain, migraine, back pain, pyrexia, metrorrhagia and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, back pain, menorrhagia, metrorrhagia, migraine, pain and pyrexia to be related to essure. The reporter commented: an hospitalized, other medical event and disability was mentioned but not specified and/or assigned to one of the events. Most recent follow-up information incorporated above includes: on 31-jan-2019: maude received reporter information was added. Case became incident. Indication was added. Injury nos event was updated with new events chronic migraines ,extreme cramping, lower back pain, spotting between periods,excessive bleeding, fevers, entire body aches. Concomitant drug was added. Patient information notes was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food drug administartion, reference number: mw5082788) on 04-dec-2018. The most recent information was received on 13-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration') and abdominal pain lower ('extreme cramping') in an adult female patient who had essure (batch no. B33971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scar. Patient I had to cat scans ,sonos,to find source lower and upper gi. Concurrent conditions included pelvic pain, anovulation, peritoneal adhesions, ovarian enlargement and polycystic ovary. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), lansoprazole (lap), medroxyprogesterone acetate (depo provera) and multivitamins, plain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization, disability, medically significant and intervention required), pain ("entire body aches / body aches"), migraine ("chronic migraines"), back pain ("lower back pain"), pyrexia ("fevers"), metrorrhagia ("spotting between periods"), menorrhagia ("when I had period I had excessive bleeding / excessive bleeding during period/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision probs"), nausea ("nausea"), headache ("headaches"), abdominal distension ("bloating") and tooth fracture ("I lost 3 teeth from the devil coil.") And was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, pain, migraine, pyrexia, metrorrhagia, hypersensitivity, psychological trauma, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, visual impairment, weight increased, nausea, headache, hormone level abnormal and abdominal distension outcome was unknown and the back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain, psychological trauma, pyrexia, tooth fracture, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: the seriousness criteria "hospitalization", "disability" and "permanent damage" were mentioned but not specified or assigned to one of the events. Discripancy noted for 1) date(s) of insertion: (B)(6) 2014 and (B)(6) 2014. 2) date(s) of removal: (B)(6) 2015 and (B)(6) 2015. Plaintiff received treatment for fallowing conditions: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), migration, perforation, fatigue, gi conditions, hair loss, vision probs, weight gain, other, nausea, migraines, headaches, hormonal changes, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) conducted showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received-lot number were added. New reporter, concomitant drug and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food drug administration, reference number: mw5082788) on 04-dec-2018. The most recent information was received on 24-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration') and abdominal pain lower ('extreme cramping') in an adult female patient who had essure (batch no. B33971-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scar. Patient I had to cat scans ,sonos,to find source lower and upper gi. Concurrent conditions included pelvic pain, anovulation, peritoneal adhesions, ovarian enlargement and polycystic ovarian syndrome. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), lansoprazole (lap), medroxyprogesterone acetate (depo provera) and multivitamins, plain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization, disability, medically significant and intervention required), pain ("entire body aches / body aches"), migraine ("chronic migraines"), back pain ("lower back pain"), pyrexia ("fevers"), metrorrhagia ("spotting between periods"), menorrhagia ("when I had period I had excessive bleeding / excessive bleeding during period/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision probs"), nausea ("nausea"), headache ("headaches"), abdominal distension ("bloating") and tooth fracture ("I lost 3 teeth from the devil coil.") And was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, pain, migraine, pyrexia, metrorrhagia, hypersensitivity, psychological trauma, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, visual impairment, weight increased, nausea, headache, hormone level abnormal and abdominal distension outcome was unknown and the back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain, psychological trauma, pyrexia, tooth fracture, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: the seriousness criteria "hospitalization", "disability" and "permanent damage" were mentioned but not specified or assigned to one of the events. Discrepancy noted for 1) date(s) of insertion: (B)(6) 2014 and (B)(6) 2014. 2) date(s) of removal: (B)(6) 2015 and (B)(6) 2015. Plaintiff received treatment for fallowing conditions: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), migration, perforation, fatigue, gi conditions, hair loss, vision probs, weight gain, other, nausea, migraines, headaches, hormonal changes, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) conducted showed bilateral occlusion. The lot number reported (b33971) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food drug administration, reference number: mw5082788) on 04-dec-2018. The most recent information was received on 24-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration') and abdominal pain lower ('extreme cramping') in an adult female patient who had essure (batch no. B33971-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scar. Patient I had to cat scans ,sonos,to find source lower and upper gi. Concurrent conditions included pelvic pain, anovulation, peritoneal adhesions, ovarian enlargement and polycystic ovarian syndrome. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), lansoprazole (lap), medroxyprogesterone acetate (depo provera) and multivitamins, plain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization, disability, medically significant and intervention required), pain ("entire body aches / body aches"), migraine ("chronic migraines"), back pain ("lower back pain"), pyrexia ("fevers"), metrorrhagia ("spotting between periods"), menorrhagia ("when I had period I had excessive bleeding / excessive bleeding during period/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision probs"), nausea ("nausea"), headache ("headaches"), abdominal distension ("bloating") and tooth fracture ("I lost 3 teeth from the devil coil.") And was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, pain, migraine, pyrexia, metrorrhagia, hypersensitivity, psychological trauma, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, visual impairment, weight increased, nausea, headache, hormone level abnormal and abdominal distension outcome was unknown and the back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain, psychological trauma, pyrexia, tooth fracture, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: the seriousness criteria "hospitalization", "disability" and "permanent damage" were mentioned but not specified or assigned to one of the events. Discrepancy noted for 1) date(s) of insertion: (B)(6) 2014 and (B)(6) 2014. 2) date(s) of removal: (B)(6) 2015 and (B)(6) 2015. Plaintiff received treatment for fallowing conditions: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), migration, perforation, fatigue, gi conditions, hair loss, vision probs, weight gain, other, nausea, migraines, headaches, hormonal changes, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) conducted showed bilateral occlusion. The lot number reported (b33971) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food drug administration, reference number: mw5082788) on 04-dec-2018. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("extreme cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient I had to cat scans, sonos, to find source lower and upper gi. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), lansoprazole (lap) and multivitamins, plain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability, medically significant and intervention required), pain ("entire body aches / body aches"), migraine ("chronic migraines"), back pain ("lower back pain"), pyrexia ("fevers"), metrorrhagia ("spotting between periods") and menorrhagia ("when I had period I had excessive bleeding / excessive bleeding during period"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pain, migraine, back pain, pyrexia, metrorrhagia and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, back pain, menorrhagia, metrorrhagia, migraine, pain and pyrexia to be related to essure. The reporter commented: the seriousness criteria "hospitalization", "disability" and "permanent damage" were mentioned but not specified or assigned to one of the events. Amendment: the report was amended on 05-feb-2019 for the following reason: information and references from deleted duplicate case (B)(4) (MFR number 2951250-2019-00534) were transferred to this case. Reporter's information was updated and a new reporter was added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food drug administration, reference number: mw5082788) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration') and abdominal pain lower ('extreme cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient I had to cat scan, sonos, to find source lower and upper gi. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), lansoprazole (lap) and multivitamins, plain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization, disability, medically significant and intervention required), pain ("entire body aches / body aches"), migraine ("chronic migraines"), back pain ("lower back pain"), pyrexia ("fevers"), metrorrhagia ("spotting between periods"), menorrhagia ("when I had period I had excessive bleeding / excessive bleeding during period/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision probs"), nausea ("nausea"), headache ("headaches") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, pain, migraine, pyrexia, metrorrhagia, hypersensitivity, psychological trauma, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, visual impairment, weight increased, nausea, headache, hormone level abnormal and abdominal distension outcome was unknown and the back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain, psychological trauma, pyrexia, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: the seriousness criteria "hospitalization", "disability" and "permanent damage" were mentioned but not specified or assigned to one of the events. Discrepancy noted for 1) date(s) of insertion: on (B)(6) 2014 and on (B)(6) 2014. 2) date(s) of removal: on (B)(6) 2015 and on (B)(6) 2015. Plaintiff received treatment for fallowing conditions: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), migration, perforation, fatigue, gi conditions, hair loss, vision probs, weight gain, other, nausea, migraines, headaches, hormonal changes, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) conducted showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added - "dyspareunia (painful sexual intercourse), dysmenorrhea (cramping),hypersensitivity, psych injury, migration, perforation, vaginal discharge, fatigue, gi conditions, hair loss, vision problems, weight gain, other, nausea, migraines, headaches, hormonal changes, bloating" ,lab data added. Outcome of the events-" dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding)" were updated to" recovered / resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.